Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch regarding the same issue. We manufactured and partially distributed in the market (B)(4) units. There were 1,116 units in stock in b. Braun surgical's warehouse that were blocked and scrapped due to this issue. We have received 60 closed samples. To evaluate the conformity of the closed units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Rotation test to the closed samples received, 31 of the threads break easily next to the needle. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: too much thermal treatment applied to the thread ends that caused the thread to be fragile and break in the attachment area. Final conclusion: considering that the results of closed samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that the thread came out of/slipped out of the needle. No further information has been received.